Event description:
Reprise IV it was reported that left bundle branch block (lbbb) occurred. Procedure summary: the patient presented for a transcatheter aortic valve replacement procedure with a lotus edge valve. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin or other antiplatelet medication at the time of index procedure. The patient received a loading dose of 81 mg of aspirin. A lotus introducer was inserted and advanced into position. The native aortic valve was treated with deployment of a 25mm lotus edge valve. Successful repositioning of the lotus valve involved partial re-sheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the dfu. Retrieval was not attempted. Event summary: on the same day of index procedure, the patient was noted with lbbb. Electrophysiology study was performed as a diagnostic for the event. A new permanent pacemaker was recommended. Two days post index procedure, the event was treated with the placement of a new permanent cardiac pacemaker. The next day following the pacemaker procedure, the patient was discharged with aspirin and clopidogrel. It was further reported that baseline electrocardiogram (ECG) revealed normal sinus rhythm. Post procedure/discharge transthoracic echocardiogram on 03-oct-2019 revelead aortic valve area of 1.57 cm^2. The mean aortic pressure gradient was 16 mmhg and the left ventricular ejection fraction was 61%. Trace/ trivial aortic valve regurgitation was noted. Post event ECG revealed av dual paced rhythm.

Event description:
(B)(6). It was reported that left bundle branch block (lbbb) occurred. Procedure summary: the patient presented for a transcatheter aortic valve replacement procedure with a lotus edge valve. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin or other antiplatelet medication at the time of index procedure. The patient received a loading dose of 81 mg of aspirin. A lotus introducer was inserted and advanced into position. The native aortic valve was treated with deployment of a 25mm lotus edge valve. Successful repositioning of the lotus valve involved partial re-sheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the dfu. Retrieval was not attempted. Event summary: on the same day of index procedure, the patient was noted with lbbb. Electrophysiology study was performed as a diagnostic for the event. A new permanent pacemaker was recommended. Two days post index procedure, the event was treated with the placement of a new permanent cardiac pacemaker. The next day following the pacemaker procedure, the patient was discharged with aspirin and clopidogrel.